Event description:
The pt was implanted with a left ventricular assist device. The hospital reported that during a routine clinic visit, the log file showed low voltage conditions. The pt claimed he neither heard nor saw any alarm conditions. The bio-med exchanged all eight batteries as all were close to 3-years old. The MFR recommends replacement of the patent cable annually, and since the pt's implant date of (B)(6) 2012, there was no record of the pt cable being replaced. The MFR recommended replacing the pt cable.

Manufacturer narrative:
The usage of the returned power module 14 volt pt cable is not know to the MFR as the pt cable is not labeled for single use. The MFR is attempting to acquire the device for further evaluation. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed